Event description:
I have been using dexcom cgm g6 for several years with great success. Dexcom's new cgm the g7 is significantly inferior. Since the cgm is integrated with my pum, an accurate cgm is essential. The issues with the dexcom g7 include the following: 1. Totally inaccurate blood sugar readings the first day 2. Blood sugar readings jump significantly up and down. This causes the integrated pump to give an insulin correction when it is not required which causes the blood sugar to drop to low levels. 3. Several signal losses during the 10-day session these experiences are not just mine but thousands of others.